Manufacturer narrative:
The device is currently under evaluation. The device is currently under evaluation and the investigation into the event is ongoing. Little information about the event has been provided at this point. When the device evaluation is completed and if any additional information is obtained, a supplemental reported will be submitted.

Event description:
It was reported that a silicone pip component fractured at the hinge. The device was removed from the patient.